Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed, however the device operated within specification. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction " the log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. "

Event description:
A review of the share logs was performed and loss of connection was found within the investigation window, however, the loss of connection is operated within specification. The allegation was not confirmed.